Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a gap in adhesive area between plastic cover and distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined, but may have been due to excessive stress or force. Olympus will continue to monitor field performance for this device.